Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer reported a blood glucose reading of 285 mg/dl during the phone call. Troubleshooting was performed. The insulin pump passed the prime and self tests. The customer did not have the tubing clamp to perform the high pressure test. Found that the customer might be using the wrong infusion set for her body type. Advised the customer to try different infusion sets better suited for her body type. Advised the customer to monitor her blood glucose levels and call back as needed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.